Manufacturer narrative:
The reported failure of repair testing for failed dp purge valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
The manufacturer received information that a trilogy 200 was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, the device failed repair testing due to differential pressure (dp) purge valves v3/v4 opened. The device was returned to the technician for additional evaluation where the test failure was confirmed. The device printed circuit board assembly required replacement to address this issue. Additional findings not related to the malfunction/issue: preventive maintenance was completed with required components being replaced per maintenance schedule. Device error code e-194 was noted indicating the detachable battery failed. The detachable battery is an optional accessory, and a failure would result in use of the internal battery. The detachable battery power is used first, with the internal battery power as a back-up. Therefore, this scenario would not result in a loss of therapy. Missing and/or damaged device components were replaced.